Manufacturer narrative:
Reports provided indicate one the telescoping bars that secure the back frame to the seating having broken just above where they attach to the seat frame. Provider reports they were not informed as to the circumstances that led to the component failure, only that the back frame had broken and the end-user was not injured. This known failure mode was analyzed at the parent company in (B)(4) and all parts met design specifications. It was, however noted, that this component had failed because it had seen unusual stress which allowed it to fatigue and break over time. It was decided in (B)(6) 2015 that the part could be changed to a different material that would be able to withstand more severe use and be less susceptible to fatigue. A new design of this part has been implemented into production as of 6/2015. The re-designed part has been issued to the service provider to address this reported failure. A corrective and preventative action [CAPA (B)(4)] has been implemented to investigate, correct, and monitor effectiveness. Dealer confirmed having received the new components, installed on the device and returned to end-user. The DHR for this device was reviewed and chair met specifications prior to distribution.

Event description:
Upon receipt of return components, it was found one of the telescoping bars had broken just above where they are secured to the seating. No information was provided as to the circumstances surrounding the reported failure. No injuries were reported to have occurred as a result of the component failure.